Event description:
Had renal denervation at the (B)(6) hospital in (B)(6). Feel bad since.

Event description:
Additional information received on 2/14/2025 for report mw5164206. Hello,I forgot to tell you that also the professor finally, about 6 months ago, told me that amlodipine no longer works for me. I have decreased the dosage to 5 mg from 10 mg. I see no difference. That is why he told me to lose weight. It does seem to me to be related to the procedure. But they woke up very late in explaining to me this. Might be that my renal arteries are still blocked I will do a check the professor says it is not that. I have avoided checks until now because some sent me to the tomography others did not etc. I do not know what the FDA does there but it is clear for me blood pressure medication comes with problems sometimes it does not work. Therefore, it surprises me I see only a few drugs for it. I had renal denervation with your device in leipzig in (B)(6) 2020. Dr. (B)(6) knows me, dr. (B)(6) knows me. I had real trouble after this procedure and still feel pain in the back sometimes. The first year was very hard: I woke up three times in the middle of the night to go to the hospital and I stopped halfway to the hospital. It seemed then that my blood pressure was huge. I had to take many medications because I did not feel well: tavor, cardura, a lot of metoprolol and amlodipine. I felt really bad after it. One doctor told me my right kidney was small in the first year. I know a professor at a big research hospital in (B)(6) told me renal denervation never worked for them. (B)(6) is one of the best hospitals in italy. I felt better after feeling something release in my abdomen somewhere at 1.5-2 years after the procedure. My blood pressure decreased a bit then. But even after that my extremities blood pressure remains higher than before procedure. I take my blood pressure at the wrist, hand along my body standing in my feet. That is how I have taken it for at least 5 years and it used to give me values close to those at the doctor's. I got 170 mmhg a few months ago that way then it decreased to 145 mmhg after laying a bit on my back and then getting back up. I had 126 mmhg most of the times there before the procedure. In the morning I had 110mmhg now I seem to get 133 in the morning. My blood pressure at the heart level seems to have decreased though to 110 mmhg whereas before procedure it was 126 mmhg there too. But the variations are still big in my opinion sometimes my asus watch gets 200 mmhg. The blood pressure is harder to control after the procedure. I go to the toilet much more pee much more feel less thirsty. I have pain in the back if I do not hydrate enough, whereas before procedure I did not have such trouble controlling when in need to urinate. I have been on diet for about 6-8 months I now have 87kgs down from 96kgs and I am unable to decrease more. My blood pressure is a bit more controllable after the weight loss. I have tinnitus whereas before procedure I did not have. In my opinion acting on the renal arteries does stop the blood flow to the kidney by making the arteries more prone to bending and blockage. Doctors in bucharest stent the kidney and seem very confident that was what I needed. I was expecting my blood pressure to go down three months after the procedure. I do start to trust you more after receiving this mail with the FDA letter. That is my story. I do not recommend this procedure to anyone. I am still waiting to get to before procedure levels with my blood pressure. If the FDA is not going to do anything about this I will take care of it. My advice for the FDA is to take care of it and acknowledge doctors are stupid. And I will make sure you get your fair reviews record everywhere on the internet. That is a promise I will stand by because I get a feedback from my body every day about it. I have already commented somewhere of importance, and I will continue. I don t have the time for all your feedback. I've told you it is an illogical procedure. I do not see any logic in making the arteries more prone to bending and blood flow blockage. They stent the kidney in other parts of the world and that works. So, clearing the renal arteries blockages works not making them more prone to blockage. That s how I see it and the procedure has harmed me.